Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 456 mg/dl at the time of the event. Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.